Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.